Event description:
Surgeon implanted device and later pt complained of leg paresthesia. During implantation surgeon suspected it may have possibly fractured. Subsequently, surgeon removed the damaged device later in the day. Explanted device photos clearly indicate implant was fractured.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering eval of pending instrument.